Event description:
It was reported that during follow-up in clinic, decrease in r-wave amplitude of right ventricular (rv) lead and loss of sensing in right atrial (ra) lead was observed. Chest x-ray was performed and both leads were noted to be dislodged. Both leads were found to be twisted when the pocket was opened. Twiddler¿s syndrome was suspected but the patient denied. Ra lead was stuck in the device header and could not be removed. The stuck atrial lead was cut free of the device and the remainder of the lead was explanted from the patient completely afterwards and a new lead was implanted. Rv lead and device was also explanted and replaced. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-02399. Related manufacturer reference number: 2938836-2019-02403.

Manufacturer narrative:
A partial lead with connector portion was returned in one piece measuring 6.9 cm. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.